Manufacturer narrative:
Concomitant medical products: product ID 3058, interstim urinary mgu ipg, implanted: (B)(6) 2011. Product ID: 3093-28 lead, implanted: (B)(6) 2011.

Event description:
It was reported that a remote transmission post a surgical procedure indicated 1 ventricular high rate episode that was suspected right ventricular (rv) lead oversensing. It was noted that the patient was in surgery during the episode. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.